Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Handle cracked on instrument.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the returned instrument confirmed the cracked handle. Previous investigations found design is attributed to the handles cracking; (B)(4) was implemented on january 3, 2008 to change the material from radel to aluminum. The returned device was made after these changes. (B)(4) was implemented on march 12, 2013 that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.